Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below thee expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the patient presented for follow up. It was noted that the implantable cardioverter defibrillator could not be interrogated and exhibited loss of output. Upon review of the merlin.net, the device exhibited premature battery depletion. On (B)(6) 2017, the device was explanted and replaced. The patient was well during and post operation.